Event description:
Provider states elr's freezing up on multiple occasions and not lowering. This has happened on multiple occasions to different pairs of elr's. This has been happening for a six month period.